Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient underwent standard deep brain stimulation surgery to treat their motor signs and in addition to placement of a prefrontal cortex 4-contact paddle /electrode as per protocol. A post-op CT scan was done to confirm location of the leads, and when the surgeon reviewed it on wednesday, they found that the lead had migrated upwards by 16mm. On friday, the patient returned to the operating room to reposition the lead under general anesthesia, surgery duration was 45 minutes. The correct position of the lead was confirmed intraoperatively with 2d fluoroscopy and 3d imaging using the o-arm. The patient was released from the hospital on the day following the revision surgery with no new neurological deficits. It was highlighted that this incident was not caused by a defect in the surgical hardware -(the burr hole cover/stimloc). The clip that helps hold leads in place, was not used in the initial surgery, only the ring and cap were used. It was noted that use of the clip on two leads can be technically challenging because leads can move slightly during application of the clip. Since the stimloc device was not being used in the exact manner recommended by the manufacturer, the device was not at fault in this migration. Instead the inadequate tightening of the titanium-plate around the lead was likely to be the factor , which allowed lead migration in the clinical electrode. The lead position was conformed to have good placement. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.